Manufacturer narrative:
The customer¿s complaint of a cracked blood tubing could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a blood transfusion, an ail alarm occurred, and the users noticed a cloudy and cracked appearance of the tubing below the lower fitment where the tubing was inserted into the air detector slot in the pump module. No leak occurred. The set was replaced and the same situation occurred two additional times with the user replacing the set each time. The fourth tubing was obtained from a different care area and no further alarms were observed with the transfusion. No patient harm was reported.